Event description:
It was reported during a routine office visit that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Ts confirmed the code 1003 and provided recommendations for a device explant in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Ts confirmed the code 1003 and provided recommendations for a device explant in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that this ICD device was surgically explanted, and replaced. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a code 1003, low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported during a routine office visit that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Ts confirmed the code 1003 and provided recommendations for a device explant in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that this ICD device was surgically explanted, and replaced. Besides surgical intervention, no adverse patient effects were reported. The product investigation is complete.